Manufacturer narrative:
Explanted date: device was not explanted. Concomitant devices: it is unknown whether the devices were used on (B)(6) 2021 or (B)(6) 2020 occupation: study coordinator. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed there is no anomaly in them. A search of the complaint file found no similar report with the involved product code/lot number combination from other facilities. Regarding this case, no anomaly related to the reported event was found in the manufacturing record and the shipping inspection record. Since neither the actual sample nor the cine image were available for the investigation, it was not possible to clarify the cause of restenosis. As this product is not applicable for use in the iliac artery, it was inferred that the stent size was inadequate for the vessel diameter and the expanded stent was insufficiently impacted into the stenting site, which resulted in the restenosis. Ashitaka factory assures the quality of this product by performing thorough work and inspections including the following: all the processed stents are inspected for the self-expanding force by checking whether they can expand to the specified diameter at the temperature assumed in the blood vessel (the shape-recovery temperature). All stents are subjected to the image inspection to confirm the absence of deformation or breakage in the stent strut. The width and thickness of all stents are measured with image measuring device so that the stent strut is confirmed to have no dimensional anomaly. The length of all the stents, after mounted on the delivery catheter, is measured to confirm no dimensional anomaly. In the shipping inspection, the product is sampled per lot to be tested for the stent radial force. The IFU states: "the misago rx self-expanding peripheral stent is intended to improve luminal daimeter in symptomatic patients with de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and/or proximal popliteal artery with reference vessel diameters ranging from 4 millimeters to 7 millimeters and lesion length up to 150 millimeters." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please see MDR 2243441-2021-00002 for the importer report.

Event description:
The user facility reported that after the initial procedure was performed using the misago device involved, the patient returned on (B)(6)2021, with numbness and a cold leg. A reintervention identified restenosis at the site. There was also a supera used in the same lesion, number one. The artery of the lower extremity was not previously treated. The left limb was diseased. The location was at the superficial femoral artery (sfa) popliteal. The reference vessel diameter was approximately 6 millimeters. The lesion treatment was pre-dilation. The site of access/puncture and approach was at the radial artery retrograde. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2022: the initial procedure was performed on (B)(6) 2020. The procedure was a radial to peripheral runoff and intervention. Additional information was received on (B)(6) 2022: the initial procedure was successful. There was 10 percent or less stenosis in each lesion. The reintervention performed was a covered stent to iliac (where the misago was placed). The supera used in lesion number one was placed in the distal sfa/popliteal. The vessel placement of the misago was stent iliac (off-label). Restenosis in the iliac was 80 percent. After reintervention/stenting, it was reduced to 10 percent. There was also restenosis of 10-30 percent in the supera stent. Left tibioperoneal (tp) trunk was also re-stenosed at 80 percent.